Event description:
It was reported that after predilatation was performed on the lesion and after a failed attempt to cross the lesion, when the device was removed from the patient, upon examination, the stent implant had moved on the balloon. It cannot be confirmed whether resistance was felt during removal of the device, or if the stent is loose on the balloon. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns. Guide cath: 7 f mach1 fl3.5. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. A loose/mislocated stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems (sds) are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is destructively tested to verify stent dislodgement force prior to release of the lot. Although the promus sds was not returned for analysis, there was no note of any damage observed to the sds or stent implant prior to the procedure, which suggests that a product deficiency did not contribute to the reported complaint. In this instance, it is most likely that the stent became disrupted on the balloon while attempting to advance through the heavily tortuous and calcified lesion. Then, as the sds was withdrawn, the stent implant interacted with the tip of the guiding catheter, which may have subsequently contributed to the reported stent movement. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents for stent retention issues for this lot. This suggests that there are no lot specific product quality deficiencies.